Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the physician attempted to insert the stent graft however, there was significant resistance due to severe calcification. The device was removed from pt. The physician used an 18 fr dilator and then attempted to use a 20 fr dilator however the physician was unable to advance the 20 fr dilator. The physician performed angioplasty a 7 x 2 balloon, and an 8x2 balloon. After several more attempts with balloons the physician was still unable to advance the stent graft to the intended lesion site. The physician elected to surgically convert the patient to an open repair. The user facility discarded the stent graft; therefore no analysis of the removed device will be performed.